Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reports that their controller is showing a settings not available screen when trying to increase settings or even when just connecting to ins. They said this has been happening for the last few weeks and has been getting more frequent. Pt says they haven't had any falls or trauma, but has been to a doctors office recently so may have been exposed to some kind of emi interference. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned that they will be having a new battery put in soon as theirs only works in one zone.